Event description:
The reporter stated, the surgeon attempted to use a sfc-45 fp cartridge. The surgeon removed the cartridge from the package, he noticed, the loading area did not looked right. The cartridge was not used. There was no pt contact. Another cartridge, same model was used.

Manufacturer narrative:
Method: lot number search. Results: visual inspection of the returned product found the cartridge loading area bent. No damage to the cartridge tip. There was evidence of clear surgical residue by the cartridge tip. A lot number search was performed and no similar complaints were found within the same lot number. Conclusions: based on the complaint history, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).